Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the fenestrated bipolar forceps (fbf) were broken. There was no report of patient involvement or patient injury.